Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed, use related. One 3f perqcath catheter was returned for investigation. The perqcath PICC was received with the t-lock extension set attached to the luer. The catheter extended to the 30 cm depth mark. A functional test revealed spraying leaks at the 0, 1, and between the 1 and 2 depth marks. A microscopic evaluation of the leak sites revealed two longitudinal splits in the catheter tubing. The adjoining surfaces of the splits were rough and granular. The catheter was cut open to examine the leak sites from within the tubing. The extent of damage was greater on the internal surface of the tubing than the external surface of the tubing. This type of damage is caused when the stylet is removed without proper flushing of the catheter. The IFU states ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of reax0767 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported there was cracking on connection. No other information was provided. No patient harm was reported. On 3/6/2018 - evaluation findings found a leak in the catheter between the 1-2cm depth marks.